Event description:
Caller alleged discrepant results (precision). Results as follows: 1st inr = 6.5; 2nd inr = 5.2; 3rd inr = 4.0.

Manufacturer narrative:
Summary: end-user claims discrepant precision results. Strip ln 214538 results analyzed for precision criteria in-house. Precision met criteria. Strip deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. For investigation results, and in-house (precision) testing. For each pair of replicates for each sample on this strip lot, mean and standard deviations were calculated. In-house test results have 3.70% and 3.94%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency established. No further action required.